Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178.

Event description:
The company representative reported that the patient was discharged from the hospital. A CT scan was done, leads remain coiled under the skin in back and the battery was intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that after system replacement the patient complained of leg pain in recovery. The healthcare provider (hcp) was not sure if the lead was involved and pressing on something so he removed the leads from the epidural. The hcp coiled the lead around the needle entry point. The system was intact, but the lead was not in the epidural. It was asked if an MRI could be performed but it was noted the lead had to be in the epidural. The patient¿s status had not changed after lead removal. The pain was specific to the left leg. The manufacturer¿s representative (rep) hadn¿t heard any follow- up from the surgeon at the time of the report. The rep. Believed they did a CT the following day since an MRI couldn¿t be performed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.